Event description:
It was reported by service report that the bed exit was not functioning and the scale was giving an incorrect reading. There was pt involvement, however, no adverse consequences are reported.